Event description:
Additional information later reported the patient stated they had their 1st pump in and the patient was told it would last 10 years but it didn¿t. When the patient had them put one in the patient went into a coma.

Event description:
It was reported that the first pump malfunctioned, but patient did all right. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43274, product type: catheter. (B)(4).